Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.5. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 357 mg/dl between 4 and 24 hours of wearing the pod. The patient reported the cannula dislodged from their leg, and leaking was observed. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. There were no damage or deficiencies observed with the exposed soft cannula that would contribute to a cannula dislodge. The pod data showed no alarms, timeouts, or drive stalls that would indicate there was an issue with insulin delivery. During the fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. The cause of the reported event could not be determined.